Manufacturer narrative:
An event regarding loosening involving an unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the revision of primary on (B)(6) 2011. As reported: "the doctor revised a total hip - the liner, head and sleeve from a 44 to an mdm due to dislocation. The original surgery date was unknown, however a revision surgery was done on (B)(6) 2011 to address a loose cup." Spoke to rep regarding the (B)(6) revision. Patient has had a stryker stem since the prior implantation and rep is very certain the revised construct consisted of stryker devices. The rep and surgeon cannot confirm this as records prior to the 2011 revision do not exist, but based on the existence of the stryker stem (and head, which had been revised in 2011), both rep and surgeon have high confidence there was a revision of stryker devices. Operative report from (B)(6) 2011 reports intraoperative findings: "grossly loose [acetabular] component with scuffed ceramic head. Stable stem". A 56mm shell (which the report says was easily removed), 2 fractured screws, liner, and morse taper ceramic head were revised to a 60mm shell with 3 screws, c-taper adapter sleeve, and 44mm biolox ceramic head with a 44f x3 0° liner. The stem was not revised. Rep does not have access to any additional information from the hospital or surgeon.